Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asevf102 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asevf102) have been reported from the same facility.

Event description:
It was reported "I went to flush a power port on a patient and the [needle] tubing started to leak. It leaks at the connection of the clave hub and the tubing, which is distal to the patient."